Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that on (B)(6) 2015, the patient experienced an unknown blood glucose value under 70 mg/dl with unresponsiveness and cognitive impairment associated with an inaccurate delivery issue. Reportedly, the patient discontinued the insulin pump and was treated by emergency medical services with IV fluids and a glucagon injection. It was reported that there were recent changes made to the patient¿s basal rate by their healthcare provider. Troubleshooting was unable to be completed at the time of the call. Customer technical support determined that a change in stress level and a recent hypoglycemia event contributed to the bg excursion. The patient stated that the condition/illness caused the bg excursion. This report is being made due to the bg excursion the patient experienced while on insulin pump therapy.

Manufacturer narrative:
Follow-up #1 date of submission 08/18/2015-product analysis: the device was returned and evaluated by product analysis on (B)(4) 2015 with the following findings: the complaint could not be investigated due to a cracked display screen. The screen was replaced with a test screen and a call service alarm occurred and was unable to be cleared.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.